Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported epistaxis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. It was reported that the patient had intermittent epistaxis starting on (B)(6) 2019. The patient bought over-the-counter afrin nose spray and saline spray, and the on-call provider recommended to see the patient¿s primary care provider. The patient called again on (B)(6) 2019 with a reoccurrence of epistaxis and was evaluated in the emergency department. The patient denied trauma and was not on any aspirin or coumadin due to a history of gi bleeding (reference MFR#: 2916596-2018-00165). Lab work was within normal ranges. A rhino rocket was placed with good effect, and the patient was sent home with a referral for an ear, nose, and throat consult. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient started having nose bleeds on (B)(6) 2019. Patient was on over the counter afrin nasal spray and saline spray. Patient denied trauma and not on any acetylsalicylic acid (asa) or coumadin due to history of gastrointestinal bleed. Rhino pocket placed with good effect. Patient was sent home with referral to ent. Labwork was within normal ranges. No further information was provided.